Manufacturer narrative:
A boston scientific technical services consultant reviewed the faxed in data and explained "rythmiq" function in regards to the episode in question. The consultant stated that since the patient was symptomatic, programming off "rythmiq" was recommended. The caller stated that he already turned it off for this patient. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient was walking and reported feeling a little light headed. A health care professional was reviewing this patient's data and was inquiring about dropped beats and "rythmiq." Additionally, the caller thought that the sensor was driving this patient's rate too high. The device is programmed to nominal settings for sensors. No adverse patient effects were reported.